Manufacturer narrative:
(B)(4). The complaint rt040 vented hospital full face masks are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported a general complaint about the caps of three rt040 vented hospital full face masks. It was reported that the caps had small holes and loose connection, affecting patient's recovery. No specific patient harm was reported.

Manufacturer narrative:
(B)(4). Method: only one of complaint masks (rt043) was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the returned mask was fitted with non-fph port caps. A lot check was not performed as lot information was not provided. Conclusion: the port caps on the hospital full face masks have sufficient retention to remain in place with the pressure inside the masks during therapy. The fault reported by the hospital was not confirmed during inspection as the returned mask had non-fph port caps. However, it is possible that the patient was pulling the caps off and that they get lost if they were pulled off completely.

Event description:
A hospital in (B)(6) reported a general complaint about the caps of two non-vented hospital full face masks (rt041 and rt043) and one vented hospital full face mask (rt040). It was reported that the caps had small holes and loose connection, affecting patient's recovery. No specific patient harm was reported.